Event description:
Pump declared alarm 20 while actively pumping. There was no reported impact to the customer¿s blood glucose level. Technical support arranged for pump replacement under warranty and instructed the customer on returning the malfunctioning unit, as well as on storing the pump. The customer acknowledged understanding these instructions and will use an alternate form of insulin therapy to ensure uninterrupted delivery.